Event description:
In 2009, the primary surgery (plf & corpectomy with autograft) was performed. At approx 34 days post-op, the patient complained of pain and visited the hospital. And, it was found through the x-rays that the one of the blocker was disassembled, thus one end of the rod was disassembled as well. Nine days later, the revision surgery is scheduled in order to replace the blocker. (Further information details of the event have been requested to the sales rep and the per will be updated later with the additional information.)

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.